Manufacturer narrative:
Section b5: pump exchange due to infection is reported under MFR # 2916596-2021-02415 and death is reported under MFR # 2916596-2021-02416. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had chronic type a dissection found via computed tomography angiography (cta) on (B)(6) 2019. It was unknown if the aortic dilation/dissection was related to the left ventricular assist device (lvad) and or lvad therapy. The patient was noted to have shortness of breath (sob). The decision was to conservatively manage until aorta was found to be enlarging with planned elective surgical intervention on (B)(6) 2021. Elective repair of type a dissection and aortic valve replacement (avr) took place on (B)(6) 2021. Additionally, the lvad was replaced on (B)(6)2021 due to lvad infection. The patient required right ventricular assist device (rvad) and extracorporeal membrane oxygenation (ECMO). The patient expired on (B)(6) 2021.

Manufacturer narrative:
Main investigation conclusion a specific cause for the reported aortic dissection could not conclusively be determined through this evaluation. The ongoing patient plan of care was an elective repair of the type a dissection, and an aortic valve replacement performed on (B)(6) 2021, along with replacement of the left ventricular assist device (lvad) (reference MFR # 2916596-2021-02415). The patient ultimately expired on (B)(6) 2021 (reference MFR # 2916596-2021-02416). The heartmate 3 left ventricular assist system instructions for use lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The current heartmate 3 left ventricular assist system instructions for use document, rev. C lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event: the event date is estimated as it is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had aortic dilation/dissection.